Manufacturer narrative:
(B)(4). A batch review was conducted on lot numbers h14e03064 and h14d23032 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unknown date, the patient was treated with unknown antibiotics. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized and the outcome of this peritonitis event was ongoing and unchanged. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).